Event description:
It was reported, that the patient presented remotely via merlin net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No interventions were performed. Patient condition was stable. And the patient would continue to be monitored.